Manufacturer narrative:
The customer did not report the infection when it occurred, but did so two months after the fact. In follow up, the customer indicated that she was exclusively pumping with a rental breast pump for approximately two months and "everything was going great." Then all of a sudden, she started having pain in her right breast and it felt swollen and lumpy. She saw her doctor who prescribed an antibiotic and instructed her to stop pumping. She stopped pumping and returned the pump to the rental location. The infection has since resolved. When asked about how the pump functioned, the customer indicated that "nothing was wrong with the pump. It was expressing milk; it was beautiful." "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. The customer returned the pump to the renal station; therefore, testing/analysis of the pump cannot be conducted. It cannot be definitively concluded that the pump caused or contributed to the mastitis. We will monitor complaints for similar issues and will initiate a CAPA as necessary.

Event description:
The customer reported an issue to customer service about the nipples she was using with her baby bottles and mentioned that while she was using her rental breast pump several months ago, she developed an infection which has since resolved.